Event description:
It was reported that the asymptomatic patient presented to the emergency room in backup vvi. Review of the egms showed lead noise with vf episodes, multiple charges, and aborted hv therapies. Low hv lead impedance was also noted that likely caused an over current detection. Lead insulation abrasion was suspected. The system was explanted and replaced.